Event description:
Per the clinic, the patient under went revision surgery in 2009 for skin flap reduction, as the patient was experiencing difficulty with the external transmitting coil and magnet attaching to the internal magnet. The surgery went well and the patient is reportedly doing well.

Manufacturer narrative:
Implanted device remains.